Event description:
It was reported that during reprocessing of the mega needle driver instrument, it was noted that the wire on the instrument stuck out at the distal end. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist the were undamaged. No other damage was found.